Manufacturer narrative:
The device was returned for evaluation. The device was verified as performing to specification. The device history record review revealed that no anomalies could be associated with the complaint incident. The complaint evaluation was unable to conclusively verify the complaint as valid.

Event description:
A customer reported that a c2602 excel 36khz straight handpiece did not work while it was attached to the machine on (B)(6) 2018. The device was not in contact with the patient, no alleged patient injury or surgery delay were reported. Another device was used to complete the procedure.